Event description:
It was reported that this right ventricular (rv) lead was explanted approximately six days after initial implantation, due to elevated pacing thresholds. The physician chose to use an active fixation lead instead of a passive lead, in a different location, to improve outcomes. No additional adverse patient effects were reported. This lead is not expected to return for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted approximately six days after initial implantation, due to an unknown reason. It was successfully replaced with a new lead. No additional adverse patient effects were reported.